Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose (bg) level of 800 mg/dl and and high ketones, which were identified as dangerous by a healthcare professional. Cause of elevated bg was unknown. Customer was treated with intravenous fluids of saline, iron and insulin to address the elevated bg. Customer was discharged (B)(6)2025 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.